Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.

Manufacturer narrative:
Added add'l info. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: clip in jaws, ab-yes; damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, ab-no. Functional tests & results: antibackup functional, firing: feed and form conform, jaws: hold clip, ab-yes; jaws: inside width at tips, a-.174 b-.176; lockout functional, ab-yes; and number of clips fed and formed, a-5 b-2. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. Both of the returned instruments were fired and both fired and formed the remaining clips as designed. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.